Event description:
The customer called and reported the insulin pump gave off multiple alarms. Customer's blood glucose was 207 mg/dl. The customer received another alarm upon clearing an alarm. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with constant motion sensor test failure alarm and new software detected error alarm after battery change due to cold solder joint on the mother board. The device had minor scratches on the lcd window, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.